Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b., h.6.

Event description:
Healthcare professional later confirmed capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma, lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, lymphadenopathy & capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side rupture, possible fluid in between the partially collapsed implant shell and fibrous capsule (captured as seroma), lymph nodes are mildly prominent (captured as lymphadenopathy), capsular contracture, baker grade unknown, swelling, and "recall". The device remains implanted.